Manufacturer narrative:
The user facility reported that a harmonic scalpel broke during use. The user facility did not return the device; therefore, no investigation could be completed. Follow-up with the user facility was conducted and there was no report of any adverse health events for the patient. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the patient in the future.

Event description:
It was reported that a reprocessed ultrasonic scalpel broke during use.